Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B21579, b66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Concomitant products included ciclosporin (restasis), cyclobenzaprine hydrochloride (cyclobenzaprine), ethinylestradiol; etonogestrel (nuvaring), famotidine, ibuprofen, naproxen, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), skin swelling ("rashes or skin conditions type: swelling of the skin"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: limb numbness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain,"), vision blurred ("vision/eye problems type: vision blurred"), fatigue ("fatigue,"), diverticulitis ("gastrointestinal or digestive system condition type: diverticulitis"), neck pain ("neck pain"), back pain ("back pain"), depression ("depression"), arthralgia ("hip pain, wrist, joint"), migraine ("migraine"), headache ("headache"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain") and rash ("rashes") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, skin swelling, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, pelvic pain, vision blurred, diverticulitis, neck pain, depression, arthralgia, headache, musculoskeletal pain and pain in extremity outcome was unknown and the genital haemorrhage, urinary tract infection, alopecia, dyspareunia, fatigue, weight increased, back pain, migraine and rash had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, rash, skin swelling, tooth disorder, urinary tract infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available). Body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number added, event injury nos is replaced with device dislocation. Case become valid. Aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, events added- device dislocation, genital haemorrhage,uti, swelling of the skin, dental problems, limb numbness, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, vision blurred, fatigue, weight gain, diverticulitis, hair loss, neck pain, back pain, depression, arthralgia, migraine, headache, musculoskeletal pain, pain in extremity, rash, device monitoring procedure not performed. Events severity, concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), genital haemorrhage ('abnormal bleeding (general)') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in an adult female patient who had essure (batch no. B21579,b66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Concomitant products included ciclosporin (restasis), cyclobenzaprine hydrochloride (cyclobenzaprin), ethinylestradiol;etonogestrel (nuvaring), famotidine, ibuprofen, naproxen, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), skin swelling ("rashes or skin conditions type: swelling of the skin"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: limb numbness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain,"), vision blurred ("vision/eye problems type: vision blurred"), fatigue ("fatigue,"), neck pain ("neck pain"), back pain ("back pain"), depression ("depression"), arthralgia ("hip pain, wrist, joint"), migraine ("migraine"), headache ("headache"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain") and rash ("rashes") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, diverticulitis, skin swelling, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, pelvic pain, vision blurred, neck pain, depression, arthralgia, headache, musculoskeletal pain and pain in extremity outcome was unknown and the genital haemorrhage, urinary tract infection, alopecia, dyspareunia, fatigue, weight increased, back pain, migraine and rash had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, rash, skin swelling, tooth disorder, urinary tract infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Lot number: b21579, manufacture date: 2013-04, expiration date: 2016-04 , lot number: b66023, manufacture date: 2013-09, expiration date: 2016-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc. Legacy device report num is reported as 2951250-2019-02538. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.